Event description:
It was reported the pt allowed the pump to run dry. The pump was removed in 2007 due to therapy abandonment. Following the explant, the pt was diagnosed with a lumbar pass site seroma. The drugs in the pump were hydromorphone 30.0 mg/ml, baclofen 0.04 mg/ml, and bupivacaine 10.0 mg/ml. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.